Event description:
Patient(pt) exchanged primary controller for back-up controller while at home after emergency back-up battery (ebb) battery alarmed. When pt arrived at clinic on (B)(6) 2024, log files were downloaded of controller that alarmed and sent to abbott. Ebb exchanged.